Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had erratic, high and undefined rv and superior vena cava (svc) impedance, suspected fracture, and chronic high thresholds. The patient went through a non-invasive program stimulation procedure, in which the rv lead was tested for successful defibrillation. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced.